Event description:
The customer reported that the device did not meet a specification while on a pt. The driver displacement indicator(ddi) display drifts to the expiratory limit (right) after 15 to 45 minutes. The pt was not compromised at all.